Event description:
This was a lead removal case performed in the ep lab to remove 3 leads (rvx2 & rax1) to upgrade the device. All three leads were sjm pacing leads and were 60 months old. An arterial line was placed and fluoroscopy and tee were used throughout the case. The CT surgeon was available. The physician prepped the first rv lead with a lld-ez and began lasing with a 16f sls ii. The lead was successfully removed. The ra lead was then prepped with an lld-ez and started removal. As the lead was being extracted, the blood pressure started to drop and an effusion was noticed on the tee. While the CT surgeon was being called, the physician successfully extracted the ra lead. The CT surgeon then performed a pericardiocentesis. Once the pt was stabilized, approx 15 mins, the pt was transferred to the operating room and a sternotomy was performed to repair a tear at the svc-atrial junction. The pt was stabilized, closed, and transferred to ICU. The second rv lead (not prepped for removal) was left in the pt. Approx 4 hours later, the pt expired. No info on the cause of death could be obtained. No devices were retained for engineering analysis. The lhr review showed no applicable issues or non-conformances.